Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The patient programmed a correction bolus, however their blood glucose levels did not decrease. The pod was removed and the patient noticed that the cannula appeared to be bent. As treatment, the patient administered insulin using a pen and applied a new pod.